Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, lead was unable to pick up capture. The ipl was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.